Event description:
It was reported that during the preparation of a procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. When inserted, the airlock drew air. Sheath was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Sheath was returned for laboratory analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). The faradrive sheath was evaluated by boston scientific. Device observed to complete our the testing procedure with no complications. Microscope inspection did not find any abnormalities on the hemostatic valves. Therefore, the allegation of visible air/bubbles cannot be confirmed through laboratory analysis. Device was found within specifications.

Event description:
It was reported that during the preparation of a procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. When inserted, the airlock drew air. Sheath was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Sheath is expected to be returned for further analysis.

Manufacturer narrative:
Initial reporter phone (B)(6) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
As part of the additional correction activities, the sheath was re-leak tested with the 0.092" pin and did not pass testing. The leak was a result of damage observed on the flush tubing that wasn't present during the initial investigation and likely resulted from being in archive storage. Initial reporter phone: (B)(6). The faradrive sheath was evaluated by boston scientific. Device observed to complete our the testing procedure with no complications. Microscope inspection did not find any abnormalities on the hemostatic valves. Therefore, the allegation of visible air/bubbles cannot be confirmed through laboratory analysis. Device was found within specifications.

Event description:
It was reported that during the preparation of a procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. When inserted, the airlock drew air. Sheath was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Sheath is expected to be returned for further analysis.